Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the physician continued to tighten the screw until the lead stayed in place. The inability to tighten setscrew resolved. The information had been confirmed with the physician/account.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that an intra-op issue with hcp unable to torque a lead to the ins. Caller indicated while connecting the lead to the ins and using the torque wrench (5 in oz)the hcp hears the click (multiple times - 2-3 - then 6-7 clicks and up to 10 clicks per case) he then discovers the lead is still loose on one of the lead connections. Hcp has gotten into habit of gently tugging on the lead to verify it is secure. Hcp has this occurring in about 8-9 cases out of 10 cases total (majority of the time) and previously reported to the manufacturer. Hcp does use the torque wrench right out of kit. Recommended sending ins in for analysis next time this occurs and to ask for analysis letter to rule out a device issue and then discuss possible technique issue. No symptoms reported.